Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex catheter for right lower extremity arterial occlusion. It was reported that during the second suction attempt, the catheter was allegedly encountered difficulty advancing, with no fluid flow from the waste collection bag and partial resistance from the guidewire. It was further reported that the catheter tip was dislodged from the lumen and had to be retrieved. The procedure was successfully completed using alternative surgical method. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image / video contain information regarding catheter mechanical jam. After review of the provided images mechanical jam cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotorex catheter for right lower extremity arterial occlusion. It was reported that during the second suction attempt, the catheter was allegedly encountered difficulty advancing, with no fluid flow from the waste collection bag and partial resistance from the guidewire. It was further reported that the catheter tip was dislodged from the lumen and had to be retrieved. The procedure was successfully completed using alternative surgical method. There was no reported patient injury.